Event description:
It was reported that a malfunction occurred on the pump, indicated by a malfunction code that could not be reset. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support provided a resolution by sending a replacement pump and confirmed that the customer would need to program their settings into the new device and connect their continuous glucose monitor. There was no backup insulin therapy available, so the customer planned to consult their healthcare provider. The customer was informed about returning the malfunctioning pump and the delivery details for the replacement.